Event description:
It was reported that when the devices were used during a laparoscopic sterri, the devices would not advance into the cavity. Another device was used to complete the case. There was no consequence to the patient.